Event description:
Warning was given to the anesthesiologist prior to placement of the methyl methacrylate. A cement restrictor had previously been placed. The cement was then placed into the canal and pressurized. At approx 10:02 the femoral stem was then placed into the canal and seated. Within 30-60 seconds of the stem placement, the pt proceeded to have complete cardiac collapse. She became bradycardic and hypotensive along with a drop in her oxygen saturation. Lap pad was placed into the wound. A series of towel clips were used to close the wound. The sterile drapes over the head of the bed were brought down towards the feet covering the wound. The pt was quickly moved into the supine position. The bean-bag was removed. Chest compressions were immediately administered. A number of medications including atropine and epinephrine were administered. The pt's pulse, blood pressure, and percent oxygen saturation returned to normal levels. After it appeared that the pt's condition had stabilized somewhat, the pt was again positioned in the lateral position. She appeared to remain stable again. The area of the hip was then re-draped with two u-drapes and a sterile ioband. The taper was cleansed of all blood. The head and neck component was seated onto the taper. The acetabular cup was also seated. The hip was reduced. Again, the pt became unstable. Again, the wound was closed with towel clips and she was positioned in the supine position. Again, CPR along with inotropic medications was administered. Again, she stabilized enough to allow closure of the wound. A good repair of the capsule was achieved. The external rotators were placed back near the piriformis fossa. The insertion of the gluteus maximus was repaired. The fascia lata was repaired in an interrupted fashion using vicryl suture. A couple of 0 vicryl sutures were used to reapproximate the subcutaneous fat. The skin was closed with staples. The wound throughout the closure was copiously irrigated with normal saline with kefzol in the solution using the pulsatile lavage. Sterile dressing was applied. The pt was then again stabilized in the or. She was then transferred to the ICU in a stable but critical condition. Further care was administered in the ICU. Wherein the pt was pronounced dead at 16:42.